Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that two maxan screws fractured 4 years post-op at level c6 of a 2 level plate at c4-c6. A revision surgery was performed with the threaded part of both screws being retained in the patient; the full construct was replaced to c6/c7/t1. This is report one of two for this event.

Event description:
It was reported that two maxan screws fractured 4 years post-op at level c6 of a 2 level plate at c4-c6. A revision surgery was performed with the threaded part of both screws being retained in the patient; the full construct was replaced to c6/c7/t1. This is report one of two for this event.

Manufacturer narrative:
H6: additional method code: 4110. Corrections in d9, g1, and h3. Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed the screw shank has fractured. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to unknown patient or surgical factors. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left (B)(6) medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent. Reference report 3012447612-2023-00350.